Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sleeve gastrectomy. According to the reporter: the customer report - re intervention. At 24 hours after the first surgery (gastric sleeve), pt sudden drop in hemoglobin levels, pale skin, mucosa and severe pain in the abdomen. Findings: clots abundant at the abdominal and around staple line. Washing and close.